Event description:
It was reported that the customer was hospitalized for high blood glucose of 500mg/dl. The husband stated that he needs to know what to do with the insulin pump. Advised husband that he can remove the battery of the device or suspend the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.